Event description:
During an angioplasty procedure of the external iliac artery (side unknown), this balloon ruptured at nominal pressure when inflated with an indeflator. The patient is a male (age unknown). The vessel had severe calcification, moderate tortuousity and 99% stenosis. The product was properly inspected and prepped prior to use. The physician used a contralateral approach to access the patient. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. After the balloon ruptured, the balloon was carefully removed from the patient and another balloon was used to successfully complete the procedure. There was no reported adverse consequence to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.